Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the needle has been bent and has punctured the packaging bag. No patient impact reported. The following information was provided by the initial reporter: "the needle cap of the arterial blood sampler is detached, the needle punctures the packaging bag, and the needle is bent."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: material #: 364314. Lot/batch #: 2243785. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bent cannula or loose IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes bent cannula or loose IV shield. Bd was not able to identify a root cause for the indicated failure modes. H3 other text: see h.10.